Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the head unit was worn out, and image had white dots. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the head unit was worn out, the image had white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had pixel error in the field of view. There were no reports of patient harm.